Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result and clinic point of care (poc). Results are as follows: date: (B)(6) 2014, inratio inr: 5.6, laboratory inr: 3.35, clinic poc: 3.4. The time between testing was within minutes of each other. Reportedly, patients monitor not in correct mode when finger stick performed, was using one finger stick for multiple tests and sample was not applied immediately. Therapeutic range 3.0 - 3.5 for the patient. There was no reported adverse patient sequela. There was no additional information provided.